Event description:
It was reported that the health care professional (hcp) inquired about this right ventricular (rv) lead which exhibited occasional high shock lead impedance measurements. Technical services (ts) was contacted to review device data. Ts reviewed and confirmed shortly after implant there has been a fluctuation in impedance measurements. However, last year there was a high out of range shock lead impedance measurement measuring 129 ohms which triggered a red alert and since then there also have been a few more out of range measurements. Ts confirmed there are no stored episodes with noise, and they believe the rise in shock impedances is due to patient weight gain or loss as a result of fluid retention. Ts recommended to further evaluate the patient in the clinic and provided troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported.